Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) closed the case without any resolution. Further, follow up has been completed with tss to get the resolution and the tss replied "the issue had been resolved, but the field service engineer (fse) was still checking with the customer regarding a monitor issue. The station drawer had actually been replaced due to being broken. The fse was waiting for updates from the customer". Then tss told he will remind again to fse to close the wo. There was no further information received about repairs, if any new info received will reopen the complaint.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer had rebooted the system and recovered the storage, but to no avail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer had rebooted the system and recovered the storage, but to no avail. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.